Event description:
A customer reported that a pump malfunction occurred after it got wet. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Tandem technical support arranged to send a replacement pump with updated software, as the malfunction code was not resettable. The customer was informed of necessary actions, including returning the faulty pump and understood the instructions provided. No backup therapy was available, and the customer planned to contact their healthcare provider.